Event description:
Additional information was received from the patient on (B)(6) 2019. The patient was not able to charge the unit. No one confirmed anything. The patient made the attempt to recharge as instructed by the agent. The first unit worked great. The second unit could not be placed in the original spot because of scar tissue. The new location is not effective in killing the pain. Installation was dead one worked great. The patient has stenosis- 2 stimulators and surgery to correct the problem. They still have pain in their back and now their hip is also giving pain. They go to the gym and physical therapy and are trying very hard to keep going. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2016 during an ins replacement, the doctor could not put the system in the same spot as the previous device because of scar tissue. The patient claimed that the ins never worked correctly in the new location. Additionally, the patient's condition was reported to be getting worse so the patient had been taking gabapentin and ibuprofen for their pain. It was explained that the patient wasn't using the ins anymore and they had not charged the recharger or the ins "for a while". When they tried plugging the recharger into the desktop charger, the recharger did start charging, and they would start charging the ins once the recharger was done charging up. At the time of the call, patient services hadn't confirmed if the ins was dead. It was explained to the caller that the ins may be in a state of over-discharge. The caller stated they would call back if they were unsuccessful at getting the ins to charge up. No further complications were reported or anticipated.